Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited difficulty to induce an arrhythmia during post implant testing. During induction testing the shock impedance was low and out of range due to suspected air entrapment. An x-ray and fluoroscopy was performed with confirmation of the presence of air. Shock therapy was programmed off until the air can be dissipated. Approximately two days later further testing was done including provocative maneuvers. All measurements were within range and air was confirmed to have been dissipated; therefore the patient was discharged. This system remains in service. No additional adverse patient effects were reported.